Event description:
It is reported that the patient underwent revision surgery for femoral loosening on an unk date and performed by an unk surgeon.

Manufacturer narrative:
Info was received from a health professional who is not required to complete form 3500a. Eval summary: it is not known at this time if the products implanted were zimmer products. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.